Manufacturer narrative:
The calibration, qc recovery, and alarm trace were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient with the cobas e 801 module serial number (B)(4). The initial result was 51.6 ng/l. The repeated result was < 3 ng/l. The second repeated result was < 3 ng/l. The questionable result was not reported outside the laboratory.